Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole shaft. Microscopic examination revealed a longitudinal tear 5mm from the tip and approximately 21mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damages on the device.

Event description:
Reportable based on device analysis completed on 02-mar-2020. It was reported that the device was unable to cross the lesion. The 80% stenosed target lesion was located severely tortuous and severely calcified mid to distal right coronary artery. A 3.50mm x 20mm nc emerge balloon catheter selected, but was unable to cross the lesion due to severe calcification. The procedure was completed with another of the same device. However, returned device analysis revealed balloon longitudinal tear.